Manufacturer narrative:
E.1. (Initial reporter facility name): (B)(6). H6: imdrf device code a0401 captures the reportable event of trip wire broken. H11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was not broken. No other problems with the device were noted. The reported event of trip wire broken was not confirmed. Upon inspection, the device showed no visible damage, and analysis of the trip wire revealed it was intact. Additionally, the returned unit exhibited no signs of the alleged malfunction or any defect that could have contributed to the reported event. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure performed on (B)(6) 2025. During the procedure, the trip wire was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure performed on (B)(6) 2025. During the procedure, the trip wire was fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.